Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen on (B)(6) 2025. The pediatric patient utilized an insulin pen for diabetes management. Around (B)(6) 2025, the cgm values were in the ¿normal range.¿ the parent injected insulin using the pen, however the cgm values did not change. The values remained in the ¿normal range¿ for 3-4 days, and the parent stopped injecting insulin. Three days later the patient felt ill. Symptoms included headache, dizziness, no energy and he did not want to play, or eat properly. His parent transported him to the emergency room where the bg fingerstick value was 35.0 mmol/l and the cgm value was 9.0 mmol/l. Treatment included insulin and the healthcare provider (hcp) removed the sensor. Although the duration of the hospital stay was not specified, the parent indicated it took two days to stabilize his bg level. After the event he recovered. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.